Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-aug-2018 with the following findings: on investigation, the keypad cover was intact and without damage. On testing, all the keypad buttons demonstrated normal response. The keypad cover was removed for further investigation and did not reveal any contamination of the button contacts. Investigation did not duplicate the keypad button complaint. The pump was opened for investigation and revealed internal moisture on the keypad flex connector. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Additionally, the cartridge compartment was noted to be damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all buttons under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.